Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the device evaluation the reported event of overheating was confirmed. It was found that the drivelink and blade mount base were loose, which were the causes of the overheating.